Event description:
It was reported that the target lesion was in the distal right coronary artery (rca) with moderate tortuosity, heavy calcification and 99% stenosis. After a non-abbott guide wire crossed the lesion, pre-dilatation was performed. Then a 3.5 x 23 mm xience prime stent was advanced to the target lesion, but it did not cross the lesion. Several attempts were made and it was able to cross the lesion. The physician noticed that the proximal shaft, near the hub, was bent prior to inflating the stent delivery system (sds) balloon. The physician bent back the shaft to straighten it, and the shaft became separated. Therefore, the xience prime device was retracted from the anatomy and the same size of a new xience prime stent was implanted in the lesion. The procedure was completed without issue. The physician commented that he applied a little force during advancement of the xience prime, but he did not hold the hub at that time. So he did not know when the hub became bent. There was no report of a clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all relevant additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The kink and shaft separation were confirmed. The resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, the physician bent back the shaft to straighten it, and the shaft became separated. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use (IFU) states: discontinue the use of the device when a bend or kink was found on the hypotube at any time during the use. Based on the reported information, the IFU deviation contributed to the shaft separation.